Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance, high impedance, rising thresholds, and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.